Manufacturer narrative:
Batch record review: a review of lot file a907 shows no nonconformities. This lot met all release requirements. A review of complaints received for lot a907 was performed. There were no other photoactivation module leaks reported to date for this lot. No trends were detected. No product was returned by the customer for investigation; therefore, no root cause could be determined based solely on the information provided by the customer. (B)(4).

Event description:
Customer is reporting a photoactivation module leak. Name and function of complainant: same as reporter. Customer noticed the leak by removing the kit, once the treatment was finished. Customer observed a few drops of buffy coat on the photoactivation chamber. Customer couldn't find out where the drops were from exactly. The treatment was done without any problem and the patient was fine, like usual. I advised customer to contact the hotline again in case anything unusual occurred for the patient in the following days as there is a potential infection risk. Customer agreed to do so. The customer did not contact the hotline with any additional information. Customer will not return product for investigation.